Manufacturer narrative:
.

Event description:
Procedure type: recto-sigmoid resection. According to the reporter: when opening the eea after firing, the anvil didn't incline completely and it was difficult to remove from the patient. The device was removed with force damaging the anastamosis. Suture was used to repair and reinforce the anastomosis causing a 30 minute delay to the procedure. There was no tissue loss, no blood loss and the dissection was good. The patient is in well condition currently.